Event description:
Patient was revised to address pain, lack of extension, and evidence of radiographic loosening; however, the tibial component was not found to be loose.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint database did not show any other reports against the manufacturing lots. The investigation could not verify or draw any conclusions about the reported lack of extension. The initial reporting indicated the products were not suspected of failing to meet specifications. Provided information stated revision surgery found the femoral component well fixed and was not loose as suspected, no evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.